Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on (B)(6) 2020.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where physician was unable to remove the sensor in the first attempt made.